Event description:
It was reported that during a da vinci-assisted hysterectomy-benign surgical procedure, the clinical technical analyst (cta) called an isi technical support engineer (tse) and reported from outside the or and after the case to report that a force bipolar instrument did not work. Live logs show no related errors. Staff stated that the instrument wrist would not articulate and something was sticking out to the side at the wrist. Staff removed the instrument and replaced with a different instrument and it worked normally. The staff will return the instrument. The procedure was completed with no reported injuries by using a backup instrument of a different kind. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument came out in one piece and was not attached or stuck to anything. The instrument would not articulate anymore and once removed, something was sticking out on the side. She could not confirm if it was a wire, pin, screw etc. It was confirmed that a back up instrument was used to complete the procedure robotically.

Manufacturer narrative:
The customer noted that the instrument would be returned for failure analysis testing. However, the instrument has not yet been received. A follow-up MDR will be submitted if the instrument is returned and evaluated and/or if additional information is obtained. A log review was performed and the following was confirmed: system serial # (B)(4).event date (B)(6)2022), and procedure name (hysterectomy-benign). A review of the instrument log for the force bipolar (471405-06 /k10220523-0146 ) associated with this event has been performed. Per logs, the force bipolar was last used on (B)(6)2022 on system sk4754 , with 4 lives remaining. No image or video clip for the reported event was submitted for review. A review of the site's system logs for the reported procedure date was conducted by tse. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. This complaint is considered as a reportable event due to the following conclusion: it was alleged that a component on the distal end of the force bipolar instrument was dislodged. Jaw dislodgment could result in the tips being stuck and unable to be opened with mtm activation or instrument release kit (irk) use. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur while grasping tissue. Medical intervention may be required in the event that the instrument jaws fail to open from tissue when commanded by the user or system. At this time, it is unknown what caused the component to become dislodged.